Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that the device would not turn on or would crash on turn on. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the authorized service provider (asp), it was stated that the customer did not provide the correct serial number for the v200. The customer determined that a board in the device was malfunctioning but chose not to proceed with the repair and to scrap the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.